Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what part of the lung was the device being fired? Hilum. When was the staple retaining cap removed? Unknown. Was the device closed and then reopened to reposition prior to firing? Unknown. Was the device difficult to close? There was no mention of any difficulty closing. Was the device difficult to fire? There was no mention of any difficulty firing. Was the tissue retaining pin placed automatically or manually? Unknown. Did the surgeon inspect the staple line by releasing the device prior to dividing the tissue? Unknown ¿ the comment from the surgeon was that when they released compression, blood went everywhere. Were any staples visible at all? If so, please describe the shape. They made the comment that they could not see staples. Can a detailed timeline of events leading up to the patient¿s death be provided? Patient passed intraoperatively; do not have other details. Did the patient death occur during the procedure? Yes, patient was bleeding everywhere from mass stab wounds. Can operative notes or an autopsy report be provided? No. Has a cause of death been determined? The patient death was related to the trauma associated with the stabbing. Does the surgeon believe the ethicon device caused or contributed to the patient death or were there other contributing patient factors? No, the surgeon and staff said that the patient was dying, so the stapler did not cause the death. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? The surgeon would be happy to discuss if needed but does not need to speak with ethicon. Is the complaint reload being returned with the device? Unknown. Risk management currently has the device and may or may not release it. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Upon review of the information provided from the surgeon and hospital staff that the patient death was related to the trauma associated with the stabbing and the stapler did not cause the death, it was concluded that this event does not meet the FDA defined criteria for a reportable death and is being considered a reportable malfunction.

Event description:
It was reported that during a trauma case, the patient had been stabbed at a restaurant. It was a green stapler on the lung. The stapler did not deliver any staples when the surgeon closed it and fired the stapler. The patient died soon there after. Additional information was provided that the stapler was clamped down and fired on the hilum of the lung. The stapler was left to hold compression. After the patient passed away and they were taking everything off, it was at that point they released the stapler and noticed it did not fire any staples; upon releasing compression, blood went everywhere. The surgeon said he had fired as normal. After the case, the surgeon reloaded the device with a new reload at the back table and it worked fine. The surgeon and staff said that the patient was dying, so the stapler did not cause the death.

Manufacturer narrative:
(B)(4). Additional information received: user facility medwatch was received: mw#(B)(4). Per user facility mw (describe event of problem): proximate stapler did not fire with the original load. After the case a new load was placed in the stapler and the stapler fired on the back table. After that, the new load fired correctly. Procedure: abdominal repair following stabbing wound. Patient's wounds were repaired. Patient did die due to condition unrelated to this event. -(B)(4).